Event description:
A consumer reported that after cataract surgery with intraocular lens (iol) implantation, she experienced eye pain and headache. Her vision was better before surgery, now it was like looking through filthy window. She had yttrium-aluminum-garnet (yag) laser done, but that did not help. She could not spend more than a few hours at the computer and because of this her business was suffering. According to the additional information received, the patient was prescribed with steroidal eye drops for the pain she experienced, which subsided after the medication. Patient is most bothered by blurry vision and streaking light/glare. She has discomfort in the eye. Her vision fluctuates and improve momentarily with artificial tears (ats). In the surgeon's opinion the events were not caused by the product. Her symptoms were out of proportion to exam findings, but the surgeon discussed with her that the fluctuating vision might be secondary to dry eye/mgd (meibomian gland dysfunction) as she did have several mgs that are blocked/missing. The surgeon discussed lid hygiene, warm compress and eyelid wash with her. Surgeon offered her tetracycline antibiotic trial, but she adamantly did not wish to be on any more medications. Her posterior chamber (pc) fold might be contributing to symptoms. Yag laser capsulotomy was recommended to her to increase vision and reduce glare and halos.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens remains implanted in the eye. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted in the eye. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Updated information from the surgeon was provided on the completed questionnaire which indicated that the patient has many complaints regarding both eyes, but the os (left eye) was the more bothersome. It was stated that the reported pain of the customer has somewhat subsided since the doctor instilled steroid eye drop at last visit. The patient was most bothered by blurry vision and streaking light/glare that is noticed in os only. The patient also has some discomfort in both eyes. Vision fluctuates and improves momentarily. In the surgeon¿s opinion: symptoms out of proportion to exam findings, but discussed that fluctuating vision may be secondary to dry eye/mgd (meibomian gland dysfunction) as the patient does have several mgs that are blocked/missing. Discussed lid hygiene, warm compress and eyelid wash. Offered antibiotic trial, but the patient adamantly does not wish to be on any more medications. Pc (posterior chamber) fold may be contributing to symptoms. Yag (yttrium-aluminum-garnet) laser capsulotomy was recommended to increase vision and reduce glare and halos. The consumer was the reporter. The consumer was asked if the right eye bothers them, and the patient answered "no". Additional file will not be created for the od (right eye) at this time. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).